Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that when they connect the recharger to the controller "battery empty cannot continue recharge the controller" displays. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received. Patient (pt) reported that when they connect the recharger to the controller "battery empty cannot continue recharge the controller" displays. The patient was sent a replacement controller. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back on registered phone number stating that the new controller and that did not resolve the issue for they were getting the same thing. Pt said they could not charge their controller and that's why they get the message battery empty recharge controller. Pt noted they did not have hands and could not remove the controller battery over the phone. Pt will call back with controller battery removed for further assistance for troubleshooting on why the controller would not charge. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they received the replacement recharger (rtm) and controller and "battery empty cannot continue recharger controller" still displayed and then the controller became unresponsive. The patient was sent a replacement battery pack. No symptoms were reported. Additional information was received from the patient. Pt mentioned they got the new external equipment and charged their implanted neurostimulator(ins) to 25%, but could not charge beyond 25%. Now, the pt got "no device found" on their controller when attempting to connect wirelessly with their ins and was charging the controller. Pt said "they were sure their ins was depleted ," but their therapy would not turn off. Pt said the spinal cord stimulator (scs) was shocking them in the back and was uncomfortable. Pt said the scs had "never worked" since implant date. Pt said their therapy settings were up high and they could not connect to their scs to turn the therapy off. During the call, the pt attempted to connect the controller to the ins wirelessly, but got "no device found." When the pt plugged in the recharger antenna, the pt got "controller batteries low: recharge the controller" screen. Pt said the therapy was "really uncomfortable and they were about to take the scs out themselves." Pt had tried using the therapy on/off button on top of the controller, but button did not work to turn therapy on/off in the current state of the ins and controller. Additional information was received from the patient. Patient reiterated they called in on friday because their stimulation was stuck on high and they could not turn the stimulation off. Patient was supposed to get in touch with a r epresentative and meet with them but they had not heard back. Patient noted they were uncomfortable for they were getting shocked nonstop and they hurt. Patient noted they could not get their equipment working even after sending them new equipment. Patient noted the equipment wont connect with each other for pt gets message of need to be recharged for ins and controller. During call pt did refused to do trouble shooting for the controller would not turn on. Additional information was received from the rep. The rep reported meeting with the patient today and determined the power supply was defective (not charging effectively). Caller replaced patient's adapter with one he had in stock. Requested replacement power adapter (for rep). A replacement ac power supply was sent to the rep.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory product ID 97745bp lot# (B)(6) serial# implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6)implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: ; product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.